Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed the device and found that the reported phenomenon was duplicated. Based on component analysis, the foreign matter was a mixture of hydrocarbons, fatty acid esters and fatty acid salts. They may come from cleaning agents, surfactants and soaps. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that the chemical used in the procedure or cleaning remained in the channel of the device.

Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the brown colored liquid came out from the distal end of the device during the manually cleaning of the device. Clear water started coming out of the channel after brushing 7 to 8 times. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-5 (not available in the USA) using peracetic acid. Other detailed information was not provided. There was no report of patient injury associated with the event.